Event description:
A hospital reported to our distributor that the heater wire pin of rt200 adult breathing circuit was bent, making it hard to insert into the adapter. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device was visually inspected. An attempt was made to insert the heater wire adapter into both expiratory and inspiratory heater wire plugs. Results: one of the heater wire pins of the expiratory limb was split, making it hard for the expiratory end to be inserted. The inspiratory end was easily inserted and found to have no damage. Our records indicate that there are two complaints of this nature received for the given lot number. Conclusion: the heater wire cannot be inserted into the adapter due to the split pin of the expiratory limb. We have received other complaints of bent heater wires with an occurrence rate of approx. 0.0019% worldwide for the last year.